Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware. Explant date: ni. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 17582521.

Event description:
It was reported tha the patients device was not working for the pain. The patient underwent an explant procedure for the ipg and paddle lead.